Event description:
A malfunction alarm was reported with a software error detected and described by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer continued using the pump with the understanding to call back if any issues reappeared.